Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue 1 week prior to contacting lfs. The patient reported obtaining an unknown reading on the lfs meter which she believed to be inaccurately high. The patient reported using insulin pump therapy to manage her diabetes. The patient reported in response to the alleged reading, she bolused herself accordingly. The patient reported some time later she developed symptoms of "shaky and weak." It is unclear if the patient received any additional treatment in response to the alleged symptoms. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing. The patient's test strips were found to be in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported since the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.